Event description:
Pt tested on the suspect device with a blood glucose result 534 and 523 mg/dl. The doctor ordered a lab and the lab result was 268 and 273 mg/dl. Controls were in range. The pt was treated with regular insulin. The device was replaced and requested to be returned for evaluation.